Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. Customer reported that they had elevated blood glucose (bg) levels; however, no specific value was provided. Customer administered a bolus to treat their bg level. The customer was able to load a new cartridge successfully and received an accurate fill estimate.